Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg site is sore due to the location of the ipg. The patient also experiences pocket heating if he charges the ipg for more than 30 minutes. The patient was tested for an infection and the results came back negative. The patient will undergo surgical intervention on a later date. He plans to discuss the next course of action with this surgeon. No further information is available at this time.